Manufacturer narrative:
The data logs were returned and confirm that the purge cassette was deaired and that the case start was attempted multiple times. The logs show no signs of the pump failing to prime. The pump was returned and using a lab cassette was able to prime and produce purge fluid without any issues. It is likely that the physician and hospital staff did not give the purge fluid enough time to move through the system. There are no issues with the device. The root cause of the pump being unable to prime was determined to be a use issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The case was delayed when the purge fluid did not appear to exit. Consequently, the decision was made to explant the device and replace it with a new impella cp device. There was no reported harm or injury to the patient.